Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions of unintended motion and noise were not confirmed. It was determined that the device was functional and passed the pre-repair diagnostic assessment. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device showed signs of immersion as the motor, coupling levels and internal sub-assembly components were all corroded. It was determined that these were due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device ran as soon as the battery device was inserted. According to the report, the device ran fast with a high pitch noise once the trigger was pressed. This event did not occur during surgery. There was no human patient involvement as this was for a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as feb 02, 2018 in the initial report. It has been updated as jan 30, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.